Manufacturer narrative:
The device was returned to omsc for evaluation. During the evaluation, the reported error message was not duplicated. The evaluation confirmed that there was no water leakage of the device and no irregularity in the electric wiring within the video connector. However, when the electric board of the video connector was warmed, the reported endoscopic image loss was duplicated. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. Although the reported event possibly occurred due to a damage of electric parts within the video connector board, the exact cause could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that an error message displayed on the endoscopic image of the subject device and the endoscopic image disappeared during a therapeutic procedure. In order to solve the error, the user facility wiped the video connector of the device and re-connected the device to the video system center repeatedly, but the phenomenon did not improve. Therefore the device was replaced with other device and the procedure was completed. After the procedure, the phenomenon did not duplicate when the user facility wiped the video connector of the device again. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.